Event description:
As reported, the angioguard would not cross the target lesion. There was no reported injury to the patient. The product was returned for evaluation and testing and analysis revealed a stretched condition on the coil section. The patient is a (B)(6) male. The target lesion location was the left internal carotid artery. The vessel had a very tight greater than 90% stenosis. The product looked normal when taken from its packaging. The product was properly inspected and prepped and no anomalies were noted. While docking the filter basket into the deployment sheath there was no difficulty encountered. No excessive force was used to load/dock the filter basket into the delivery sheath. The torque device was locked onto the guidewire. The delivery sheath was not kinked or bent. The device was advanced to the lesion with no difficulty but could not cross the lesion. Therefore, another device was used and the procedure was successfully completed. There was no reported injury to the patient. The angioguard was returned and inspected under vision system and a stretched condition was observed on coil section. As per the affiliate, there was no difficulty removing the angioguard wire from the patient. There was no excessive force used to remove the device. The wire did not get caught on anything when removed. The tip of the wire did not look stretched when removed from the patient.

Manufacturer narrative:
A non-sterile unit of angioguard-rx/5mm basket diameter/180cm was received coiled inside of a plastic bag. Guide wire, capture sheath and torque device were received. Guide wire was received inside of capture sheath, unzipped condition was observed partially in the capture sheath at 32 cm from distal tip end. The filter basket was observed deployed, a bent condition was observed in distal tip end. The angioguard was inspected under vision system and stretched condition was observed on coil section. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The failure reported by the customer as 'delivery system/failure to cross' could not be evaluated due to nature of the complaint. The cause of the damages observed during analysis such as unzipped capture sheath as well as bent and stretched conditions at the angioguard distal tip, could not be conclusively determined, however, procedural factors might have contributed to these issues. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device, vessel characteristics or procedural factors and is not related to a product quality issue.